Event description:
The surgeon performed a successful total hip arthroplasty case, using the robotic arm interactive orthopedic system (rio). Five days later, the pt dislocated the operative hip, which was non-surgically treated and corrected.

Manufacturer narrative:
As part of normal complaint f/u, an eval has been initiated with regard to this event. The pt is reportedly obese, and was sitting with external rotation at the time of the event. The post-operative x-rays looked great according to the operative surgeon.